Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump, as the malfunction code was resettable.